Event description:
Customer's audible blood glucose results from the voicemate system do not match the meter display results on the advantage system. The malfunction occurred at the customer's home. The customer took an unk amount of insulin based on the audible results and experienced a hypoglycemic event. No quality controls used. Requested return of suspect device and replacement was sent. Advantage system: voicemate advantage, comfort curve strip lot#549527, exp date 02/29/2008.

Manufacturer narrative:
The suspect product is the voicemate blood glucose monitoring device.